Event description:
Pt reported that back to back tests performed on pt's ss meter (done within 10 min. Of each other using separate finge sticks) were 94 and 184 mg/dl (65% difference). No symptoms were reported. Control solution test result (120) was in range (90-135). On follow-up, pt confirmeed the above info and reportedly was very nervous about testing since pt is newly diagnosed. Pt felt more comfortable after lfs rep trained pt over the phone. There was no allegation of harm.